Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a blank display after a replace battery now alarm was received. The customer¿s blood glucose was 165 mg/dl at the time of incident. Customer stated that the insulin pump display did not return after a new battery was inserted and the insulin pump restarted. No significant events leading to blank display were observed. Customer also reported a high blood glucose of over 500 mg/dl and treated . Customer declined high blood glucose troubleshooting. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device passed sleep current measurement, active current measurement, self test. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power loss alarm noted during testing or in the insulin pump trace download. Device powered up properly after battery installation. No blank display noted. The insulin pump was monitored for a day and no unexpected powering off or blank display noted. Verified the battery tube power connector is properly connected to electrical board during visual inspection. Device received with missing retainer, missing reservoir tube o-ring, scratched case, pillowing keypad overlay, overlay scratched, broken reservoir tube lip, faded serial number label, and severely scratched lcd window. Unable to perform the displacement test or lock reservoir into place due to missing retainer.